Event description:
It was reported that the patient presented for an MRI. During interrogation, episodes of inappropriate automatic mode switch (ams) due to far-field r wave over-sensing and inappropriate high ventricular rate due to post-pace t-wave over-sensing were noted. Programming changes were made. There were no adverse health consequences, the patient was stable.